Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a possible endoleak due to enlarging aneurysm. The aneurysm was 71x64 mm in diameter. On an unknown date the aneurysm was enlarging due to a possible type I endoleak, the aneurysm is 83x80 mm in diameter. A y-graft (synthetic vessel) was implanted for treatment. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).